Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/22/2014 with the following findings: visual inspection revealed that the keypad cover was peeling from its base; this device failure is unrelated to the reported keypad responsiveness issue, as it was reported to have occurred subsequent to the change in keypad responsiveness. Evaluation revealed that the ok and contrast keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the display screen visual was dim and discolored due to an unidentified display failure. The battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Also, it was reported that the keypad cover was missing/peeling subsequent to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.